Event description:
Best nomos stp 110 precision stepper has unclear instructions on how to clean and disinfect the device. (B)(6), who works at the company, stated that the device does not need to be sterilized, but there are no clear instructions on how to clean the device if it is not sterilized. I asked him to email me instructions and he said he would have to talk to the legal dept. There is a device that is already being used in the hosp. How can they not have clear instructions if the device is already on the market.